Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "false positives after pm, the assays were going on both readers, a and b."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
H6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916,s/n (B)(6) ). Bd field service representatives set up a different user defined protocols for the certest. The instrument was functioning properly. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to the user defined protocol settings (udp). Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " false positives after pm, the assays were going on both readers, a and b".